Event description:
It was reported a pump motor stall occurred and recovered, and was confirmed by telemetry. Multiple alarms were heard and confirmed by telemetry including a critical alarm due to zero ml reservoir volume reached. It was reported that the patient had been dismissed by the previous managing physician and that the pump had been empty for several months which was the cause of the alarm. The patient was not experiencing any symptoms at the time of the report as the patient "had already completed withdrawals months earlier" and just wanted the pump refilled. It was reported that the pump motor stall was caused by an MRI and recovered the same day; however, it was unknown when this occurred as the patient did not notify device manufacturer of the MRI. The catheter was checked with dye and showed to be flowing properly. The device was not explanted and the physician decided to run the pump with saline for a few weeks to be sure it was running properly. If so the device would be refilled and restarted. Results and analysis of the trial were pending at the time of the report. It was unknown what drug was previously in the pump. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further review indicated the following information was related to the previously reported event: on (B)(6) 2011 information was received from a patient indicating that they heard an alarm for about one to two months now. They were supposed to have their dilaudid pump filled last month, but the doctor dismissed them due to drug in their urine. They had been going through feeling cold and hot, they had diarrhea, and they were shaky. The medication infused was dilaudid. On (B)(6) 2011 information was received from a patient indicating that they were dismissed by their doctor. Withdrawal was reported. The event occurred prior to pump refill. The patient's refill date was missed, and the volume in the pump was below what was recommended to maintain adequate infusion. They stated that the pump had been alarming for several weeks and they were trying to find a new doctor to fill the pump. On (B)(6) 2014 information was received from a patient indicating that their pump was alarming. Their pump had been empty for a while. The patient wanted to keep the pump since it helped with their pain. On (B)(6) 2013 information was received from a patient indicating that the pump was still on and alarming every day. It was noted the pump went dry and started alarming three years ago. The patient wanted her pump to be filled because she was tired of being in pain. The patient felt the alarm from the pump had been getting louder over the past two or three months. It was noted other people could hear the alarm. The patient had called other health care provider's (hcp) a year prior however they didn't work with pumps. She had then been referred to another hcp but missed the appointment. The patient was currently taking oral medication however it was noted she liked the pump more than the oral medications. It was noted the oral medication took longer to get the pain to stop. On (B)(6) 2014 information was received from a patient indicating that the empty pump alarm was still heard. It was noted the alarm was driving them crazy.

Event description:
Information was received from a consumer (con) with an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that when the patient used the pump therapy that her feet would swell. That the therapy would make her blood thick and that it could not be put in a tube. The patient almost went into cardiac arrest. When the patient stopped using the pump she did not have any more swelling or cardiac issues. The pump has been empty for almost 5 years. The pump was no longer alarming as the battery was dead. The patient said that she gets a prescription and then gets told to find another pain physician. Oral medications did not make her swell up like the pump did. The patient has not had a pill in 3 months and is hurting. The patient falls. The patient was concerned that battery acid was going through her body and she does not know about it. The patient asked for a list of doctors that could explant the pump.

Event description:
Information was received from a consumer (con) with an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that when the patient used the pump therapy that her feet would swell. That the therapy would make her blood thick and that it could not be put in a tube. The patient almost went into cardiac arrest. When the patient stopped using the pump she did not have any more swelling or cardiac issues. Oral medications did not make her swell up like the pump did. The patient was concerned that battery acid was going through her body and she does not know about it. The above information is reported in the following manufacturer reports: 3004209178-2016-22530, 3004209178-2016-16849, and 3004209178-2015-21262 and does not pertain to this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058204r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).